Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire do not show damage. Additional observation related to customer complaint: the instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of a broken or dislodged conductor wire is attributed to component failure. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodging may pull the conductor wire out of the routing groove. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. As of 12/17/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Log review shows a benign hysterectomy took place on (B)(6) 2024 on system sl0948. The force bipolar (p/n: 471405-06 / s/n: (B)(6) was last used on (B)(6) 2024. The instrument has 3 lives remaining.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of force bipolar instrument could not be opened or closed. The procedure was completing as planned with no reported injury.